Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was implanted at the hilum in the common bile duct of a patient on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient was being treated for a 3cm, malignant biliary stricture at the hilum. During the ercp procedure, a cholangiogram was taken and the stricture was confirmed. Under fluoroscopic guidance, a wallstent rx biliary endoprostheses was implanted over the stricture. Immediately following the stent placement, another image was taken utilizing fluoroscopy and it was confirmed that the distal end of the stent had opened; however, the stent was not fully expanded at the stricture level. The physician decided to keep the patient for observation and would reevaluate the stent expansion in 24 hours. On (B)(6) 2012, one day following the stent placement, the physician reexamined the patient and noticed that the bilirubin levels were still high. The physician decided to reevaluate the stent expansion under fluoroscopic guidance. Reportedly, the stent had not opened at the stricture level. The patient remained within the hospital and subsequently developed cholangitis. In the physician's assessment, the cholangitis was due to the stent not fully opening after deployment. One day later, on (B)(6) 2012, the patient expired. In the physician's assessment, the cause of death was cholangitis.

Manufacturer narrative:
The response to an FDA request letter for this medwatch report is attached.

Manufacturer narrative:
(B)(4) relates to the patient event of cholangitis. (B)(4) - the reported issue of stent failed to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was implanted at the hilum in the common bile duct of a patient on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient was being treated for a 3cm, malignant biliary stricture at the hilum. During the ercp procedure, a cholangiogram was taken and the stricture was confirmed. Under fluoroscopic guidance, a wallstent rx biliary endoprostheses was implanted over the stricture. Immediately following the stent placement, another image was taken utilizing fluoroscopy and it was confirmed that the distal end of the stent had opened; however, the stent was not fully expanded at the stricture level. The physician decided to keep the patient for observation and would reevaluate the stent expansion in 24 hours. On (B)(6), 2012, one day following the stent placement, the physician reexamined the patient and noticed that the bilirubin levels were still high. The physician decided to reevaluate the stent expansion under fluoroscopic guidance. Reportedly, the stent had not opened at the stricture level. The patient remained within the hospital and subsequently developed cholangitis. In the physician's assessment, the cholangitis was due to the stent not fully opening after deployment. One day later, on (B)(6), 2012, the patient expired. In the physician's assessment, the cause of death was cholangitis.